Event description:
Reportable based on device analysis completed on 17-oct-2018. It was reported that during a right atrial tachycardia ablation procedure with an intellanav open-irrigated catheter. When ablation was attempted the pump displayed an error message "check standby flow" and ablation could not be performed. When the case ended, the physician checked the catheter and found that the irrigated flow was abnormal, only 3 to 4 flush ports worked. However analysis reveled that there is a white substance in four of the six irrigation ports which is obstructing the openings. The white substance is not crystalline as what is typical of dried saline residue. Further analysis of the residue showed that the white substance is consistent with solder and flux. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism.